Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the system could not be started due to disk error. The philips field service engineer (fse) inspected the system onsite and replaced the system hard drive, reloaded the ghost and checked hard drive voltage and bios (basic input/output system) settings. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.